Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter stated that during an anterior cervical discectomy and fusion (acdf) surgical procedure, the product that had passed its label expiration date was implanted.